Manufacturer narrative:
Implant date: unknown date in 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had the original surgery sometime in 2016 for a subtrochanteric fracture to the left femur bone, due to a fall. The patient was originally implanted with one (1) trochanteric fixation nail advanced (tfna) nail, one (1) helical blade and one (1) distal locking screw. The patient had another fall and presented with a periprosthetic fracture below the nail, and another fracture above the total knee. A revision surgery was performed on (B)(6) 2016. The surgeon removed the one distal locking screw and revised the patient to a variable angle (va) 14 hole plate, screws and cables. The surgery was completed successfully, and the patient is reported in stable condition. This report is for an unknown tfna nail. This is report 1 of 3 for (B)(4).